Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found that the device passed functional testing and there was no disruption noted during an endurance test run over several days. (B)(4).

Event description:
It was reported that the external pulse generator (epg) stopped suddenly to pace a pacemaker dependent patient. The epg was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.